Event description:
It was reported through a direct call from the customer to the emergency support program that the linear 34cc intra-aortic balloon had a clotted inner lumen. An arterial waveform is not appropriate. It was stated she had aspirated clot out of the inner lumen initially, but the inner lumen was unable to be aspirated. A physician said that they would place a radial arterial line. There was patient involvement, but no harm was reported.

Manufacturer narrative:
(B)(6). Clotted inner lumen: blockage of catheter¿s inner channel by blood clot, preventing accurate arterial pressure transmission. Purpose: inner lumen monitors arterial pressure waveforms. Causes: 1. Inadequate flushing. 2. Lumen kink. 3. Iabp inactive more than 30 min. Effects: inaccurate/dampened waveforms; inability to flush/aspirate; high resistance during flushing. Identification: dampened waveforms and resistance or inability to flush/aspirate. Prevention (IFU): fiber optic: aspirate 3cc blood and flush 3¿5cc solution after placement; cap lumen if occluded. Non-fiber optic: use standard arterial flush setup; aspirate 3cc if waveform damped; flush 3¿5cc immediately after placement; cap lumen if resistance persists. Labeling: sensor and non-sensor iab ifus include warnings, precautions, and instructions for flushing and capping (linear, mega, yamato plus models reviewed). Risk analysis: dfmea & hazard analysis address risks (inactive lumen, kinks, blood sampling). Current status: risk within profile; IFU addresses failure; no escalations required.